Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and stained end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went into the pool with the pump and forgot to take it out. Customer's blood glucose was 5.8 mmol/l. Customer stated that the pump was not functioning at all. Customer removed the pump from rice and inserted a new battery. Customer stated that the pump was still not turning back on. Customer was advised to stay disconnected from the pump as it is not waterproof. Customer will be shipped a replacement pump.